Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a visi pro stent system to treat a fibrous lesion in the mid right fistula exhibiting severe tortuosity and little calcification with 90% stenosis. No damage noted to packaging (i.e. Shelf carton, hoop/tray), no issues noted when removing the device from the hoop/tray, device was prepped per the IFU with no issues noted. It was reported that inaccurate delivery (i.e. Stent deployed in unintended lesion site) occurred. There was sufficient distal landing zone, the lesion was not pre-dilated or post dilated. The device did not pass through a previously-deployed stent, resistance was encountered when advancing the device, excessive force was not used. The procedure was completed by using a magic torque wire for intervention. Stent was not advancing through fistula so attempted to bring stent back into the sheath. At that point, the stent came off the balloon. The ends were already frayed out so the physician was unable to push stent into place. Deployed stent with 4mm, 6mm, and 12mm balloons. No further patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.